Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Exec summary - no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. CAPA/sa - based on the investigation, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 pen ndl 32g 4mm hp needle does not detach. The following information was provided by the initial reporter :   the consumer reported that the needle is frozen or locked and does not remove easily, even with lots of pressure.